Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. The device was visually evaluated. The device met specifications.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2014 and suture was used to close a sub mammary incision. Four to six weeks following the procedure, the patient developed an opening at end of incision with drainage. The patient developed an abscess along the suture line. When the suture was removed the abscess disappeared. No additional information was provided.